Manufacturer narrative:
Correction: the device model is ci422; not ci512 as previously reported.

Event description:
Per the clinic, the patient experienced skin irritation at the implant site resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4). The device is currently unavailable.